Manufacturer narrative:
"Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results compared to readings from the healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. The customer felt unwell with sweating and difficulty reacting. Firefighters assisted the customer, who was later hospitalized with a hypoglycemia diagnosis. It is unknown what treatment was provided. There was no report of death or permanent impairment associated with this event.